Event description:
The customer reported leads ECG artifact and associated alarms. There was no patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.